Event description:
It was reported that the customer had issues with the infusion sets having kinked tubing as well as the tape not sticking. The customer's blood glucose at the time of the call was 177 mg/dl. The customer further mentioned being hospitalized on (B)(6) 2014 due to diabetic ketoacidosis and high blood glucose levels. The customer expressed feeling sick as a symptom of her high blood glucose levels. The customer's blood glucose at the time of admission was 566 mg/dl. The customer was treated with fluids and insulin. The customer declined troubleshooting for the insulin pump because the insulin pump was working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.